Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that, during an osteotomy for a gnathic bone, the blade broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The product reported involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was given to the product engineering group (r&d) who concluded that excessive amounts of bending and pressure for an extended period of time (reported cutting time of the blade: 4 minutes) is the probable cause of the reported failure of breakage. The IFU for the handpiece involved in this event states - "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control"

Event description:
It was reported that, during an osteotomy for a gnathic bone, the blade broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.